Event description:
The patient reportedly experienced loss of lock. Programming adjustments were made, and external equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A device history review was performed at the request of the nca. No anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The condition of the electrode prevented an electrical test from being performed. The device passed the mechanical tests performed. Electrical troubleshooting performed revealed a short between the power node and electrode ground case, and a short between the voltage ground and electrode ground case inside the analog chip. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. In, addition, this device has nitrogen that exceeded the test limit. Based on the assessment of the residual gas analysis test data, it is determined that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were detected. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.